Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that thrombosis was suspected in the patient. Log files were sent for review. The event log file captured a few pulsatility index (pi) events and routine power cable disconnects during power changes. There were no notable alarm conditions or parameter changes and based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus could not be confirmed as no images were provided for review, and the device remains in use. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.